Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the geranium diode. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to , or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec fluoroscopy system would not boot up.